Event description:
It was reported that the patient never had therapeutic effect. It was noted that an implantable neurostimulator was replaced on (B)(6) 2013 and it had 10% battery left. It was noted that the patient had not felt stimulation since the procedure. It was noted that a manufacturer representative was present at the procedure and tried to adjust therapy but could not get the stimulation adjusted. It was noted that the patient was heavily medicated when he came out of the procedure so the representative suggested to try getting stimulation adjusted when the patient was not so medicated. It was noted that the patient was scheduled to meet with the physician and representative in four days. It was noted that the caller did not know if the lead wires were checked. It was noted that the patient was currently taking oral medication to control pain until they can get the therapy working. It was noted that the device was not working seven days post procedure. It was noted that stimulation can be turned up as high as it could go but the patient felt nothing. Additional information received reported that the patient had no stimulation sensation. It was noted that before replacement the patient did have coverage but needed more amplitude for the same coverage. It was noted that the patient felt no stimulation even at 10 volts. It was noted that when a bipolar pair was programmed on 0-1 no stimulation was felt. The 0-1 electrode combination had an impedance of 2074 with 810 pulse width and rate of 60. It was noted that the group impedance for a1 was 2125 with 1.679 current. It was confirmed that the lead configuration was 0 to 3 with an adaptor and that the bottom port had been plugged.

Manufacturer narrative:
Concomitant medical products: product ID 3888-28, lot# l78445, implanted: (B)(6) 2000: product type lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000: product type extension; product ID 37746, serial# (B)(4): product type programmer; patient product ID 37754, serial# (B)(4): product type recharger. (B)(4).